Manufacturer narrative:
Correction: b5: field correction to include information reported in report: 2017865-2022-19983.

Event description:
Related manufacturer reference number: 2017865-2022-19983. It was reported that a patient presented in-clinic. Examination of the patient's implantable cardioverter defibrillator (ICD) revealed incorrect interpretation of atrial fibrillation with rapid ventricular response as true ventricular tachycardia, resulting in inappropriate shock. ICD damage was suspected. Additionally, the right ventricular (rv) lead exhibited low impedance. The ICD was explanted and replaced and rv lead was capped and replaced on (B)(6) 2019. The patient was stable after the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited low impedance. No intervention was performed. The patient was recovering. No further information was available.

Event description:
New information received on (B)(4) 2019 indicating that the patient was brought in for procedure and the right ventricular lead was capped and replaced on (B)(6) 2019. The patient was stable after the procedure.

Manufacturer narrative:
Further information was requested, but not yet available.

Event description:
New information received on (B)(4) 2019 indicating that the patient presented to the emergency room after experiencing high voltage therapy for ventricular tachycardia. Upon device interrogation, the lead exhibited low impedance and in some episodes, the patient did not receive high voltage therapy. The patient was transferred to the critical care unit.